Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. A customer reported an unspecified higher sensor reading on the adc device than how they felt. Due to the high readings, the customer self-administered insulin (dose/type unknown) for treatment. Then felt shaky and ate a plate of spaghetti. The customer contacted a healthcare professional who obtained a blood glucose reading of 125 mg/dl from a professional meter. It is unknown whether the customer noted a trend arrow on the device. No further treatment was necessary. There was no report of death or permanent impairment associated with this event. A sensor reading of 325 mg/dl was compared against a healthcare professional meter reading of 125 mg/dl. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. It is unknown if/when these readings were taken in relation to the reported event.